Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 1488tc competitor implantable pacing lead: (B)(6) 2001. 5071 implantable pacing lead: (B)(6) 2004. 377860 x2 pain stimulation leads: (B)(6) 2007. 37701 pain stimulation implantable pulse generator (ipg): (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient experienced a syncopal episode during a check of the implantable pulse generator (ipg). Ventricular pacing was noted and the ventricular output was programmed higher. The patient regained consciousness, but was drifting in and out of consciousness while awaiting transport to the hospital. It was also reported that the battery voltage was 2.726v at the previous interrogation and was 2.392v one month later, and elective replacement indicator (eri) had triggered. The device was explanted and replaced. No further patient complications have been reported as a result of this event.